Manufacturer narrative:
(B)(4). The cycler was returned for evaluation. An external, visual inspection of the returned cycler exterior showed no signs of any physical damage. The heater tray/scale was not obstructed. A simulated treatment was performed and completed without any alarms or problems occurring. The complaint symptom of increased intraperitoneal volume (iipv) was not reproduced during testing. The valve actuation test passed. The system air leak test passed. The patient sensor calibration check passed. The load cell value and verification was within tolerance. There were no internal, visual discrepancies found in the inspection of the received cycler unit. Additionally, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient called technical support regarding an error message while in fill 4 of 4 of the pd treatment. Upon review of the patient¿s treatment data it was discovered that in drain 1 the patient had drained 2,391 ml. The patient¿s largest prescribed fill volume is 1,200 ml. Dv1 2,391 ml is 199% of fv1 1,200 ml. Therefore, a reportable malfunction has occurred. The patient experienced no adverse event as a result as a result of this incident. .